Event description:
It was reported that a clearlink non-dehp solution set leaked where the drip chamber connects to the line; there were a small amount of drops on the floor. This was observed during patient use. A new set was used to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-00991. All information can be found under manufacturer report 1416980-2024-00991. Should additional relevant information become available, a supplemental report will be submitted.